Manufacturer narrative:
Device not received by the manufacturer.

Event description:
Per the clinic, the patient developed a breakdown of the skinflap, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6), 2015 and the patient was reimplanted with a new device during the same surgery.